Event description:
The customer reported the device went vent inop while in use. No patient harm has been reported.

Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The field service engineer repaired the unit by replacing the power supply. Machine was handed over in good working condition. (B)(4). .

Event description:
The customer reported the device went vent inop while in use. No patient harm has been reported&#842;.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.